Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repair history. The customer issue could not be confirmed as the device functioned normally. The root cause of the problem could not be determined. No further actions were taken.

Event description:
It was reported that the device exhibited temperature instability, either failing to increase in temperature or triggering an overheating alarm. The event occurred before patient use at the facility and there was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.